Event description:
(B)(6). Bilateral patient. It was reported that the plaintiff underwent a left hip revision surgery on (B)(6) 2019 due to pain, elevated chromium and cobalt levels, osteolysis, fluid collection, and reactive tissue around the shell. This patient had already had a bhr revision surgery of the right hip on 2018 due to a similar complication. The current state of health of the patient is unknown.